Event description:
Reporter stated that one incident occurred in which male adapter separated from a peripheral jugular line of pt. Time of separation was unk, but it was reported that there was no blood or fluid loss and the pt did not experience adverse injury or medical intervention as a result of this incident.